Manufacturer narrative:
A root cause could not be determined. An analysis of the calibration and quality control databases and the instrument files showed no hints of an analyzer problem. The investigation attempted to reproduce the behavior observed by the customer and could not verify a software or analyzer related root cause.

Manufacturer narrative:
Medwatch (manufacturing site) was updated.

Event description:
The customer stated that after the correct amount of sample was injected into the analyzer, the device did not beep before the turn and dock (t and d) disc closed to begin the measurement process. The t and d closing without warning caused the sample collection device to be flung out of the sample port and blood was flung into the customer's eyes. The customer went to employee health where he had blood work performed and he was released. The customer received no further treatment and returned to work. The customer stated that they continue to use the analyzer and no further incident has occurred. The customer stated this was not the first time the analyzer did not beep. The field service representative could not find a cause. He was unable to reproduce the event during multiple sample processing runs. He checked the speaker function in the panel pc. He adjusted the volume to level five. He calibrated sample sensors to rule out sample detection issue. He observed proper sampling system function during multiple sample runs with no lack of audio function.